Event description:
It was reported that the right atrial (ra) lead exhibited occasional intermittent under-sensing during recorded atrial tachycardia/ atrial fibrillation episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.